Event description:
It was reported that at completion of a brain and iac scan, the pt complained of a burning sensation on the back of the head. The head coil that was used for the scan is a component of the magnetom essenza mr system. The pt is reported to have stated that they felt the sensation every time the magnet made the loud noise during scanning. The room temperature during the scan was 80 degrees fahrenheit as the air conditioning system at the facility was not working. There was no direct contact of the pt's head to the head coil as the pt's head was on the corresponding head coil cushion that was covered with a sheet. There is no report of the pt having sought any form of medical treatment in regard to the reported incident, and there is no other info available.

Manufacturer narrative:
Systems expert investigated save logs and images and no abnormalities were found. However, it was evident that the examination aborted after approx 55 mins. It was found that the reporting facility ran one sequence after another without a break between notable b1rms level.